Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic gastric sleeve - "at activation #8 had a bleeder on the omentum side in the pyloric area, was possibly a branch of the gastroepiploic vessel. Estimate 2-3mm in size. Activations #9-#11 were trying to seal this bleeder and voyant was not able to do so. It seemed as though no energy was being delivered. Surgeon had to use metal clips to control bleeding. Activation #20 had a bleeder on the omentum side, again possibly a breach of the gastroepiploic. Was estimated 1-2mm size. Jaws of device had been cleaned after activation #15. Surgeon opened ligasure to finish case after activation #21." Patient status - "patient is fine".

Manufacturer narrative:
Investigation summary: the event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. However, the device key was returned and engineering was able to review the device activation logs that are stored on a microchip within the device key. These logs indicated that the device successfully completed seal cycles as intended during the course of the procedure. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate this type of event. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.